Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high, out of range pacing impedance was observed. Patient was asymptomatic. The lead was capped and replaced.